Event description:
The complainant is the family relative of a insulin dependent diabetic. Family relative states that family relative is concerned over the wide range of values when comparing the glucometer elite xl and physician's meter (type unknown). Family relative states that on event date a blood sugar reading of "lo" (less than 20mg/dl) was obtained from the elite system, while a venous sample at their physician's office (method unknown) gave a result greater than 600mg/dl. The time difference between readings was insignificant. The customer experienced vomiting and their urine is showing very high ketones. All these symptoms are indicative of hyperglycemia. The operation of the system was reviewed. The customer is using elite test strips, lot number 0805gc that expire 08/01. The customer did not have control solution nor a check strip to verify the operation of the meter. A request was made to return the system for eval. In the meantime a replacement system has been provided.